Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination; the patient did wash their hands prior to pd therapy and handling of products. The patient was not hospitalized for the peritonitis event. The patient was treated with ¿injectable ¿antibiotics (unspecified). Action with pd therapy was not reported. The patient was recovered from this peritonitis event. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.